Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-aug-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 210mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient¿s medical history included cerebral palsy. On (B)(6) 2018 it was reported that the patient presented with severe spasticity/withdrawal symptoms. An x-ray showed the catheter dislodged at l5. Review of x-rays over the years showed a slow drop in catheter tip height in spine. The patient had a pump replacement on (B)(6) 2018 and had good csf (cerebral spinal fluid) flow. The post op x-ray showed catheter tip at l1 and today the catheter tip was l5. The plan was to replace whole catheter. The catheter was replaced. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8709sc, lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018. Product type catheter additional patient codes: c50656. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutics regarding a patient with a pump implanted for the use of itb therapy and spastic quadriplegia. It was reported the patient had withdrawal from the catheter migrating off the side of the pump and the catheter being kinked and dislodged from the spine. It was noted the patient was irritable, red-faced, hyper tension, increased clonus, and increased tone. The patient had pump replacement surgery on (B)(6) 2018 for normal battery end of life. Then, on (B)(6) 2018 , the patient had withdrawal and was admitted to repair the catheter. Withdrawal resolved and the patient was released home on (B)(6) 2018. It was noted the patient was a 14 year old premature that was treated with a baclofen pump. Additional information received from a healthcare provider reported the patient's weight was 44kg. The cause of the catheter migration was unknown, but most likely due to procedure for battery end of life on (B)(6) 2018 and the catheter not being secured correctly. No further information was reported.